Event description:
A user facility reported that during an intraocular lens (iol) implant procedure, a patient experienced vitreous loss. Add'l info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info. A completed questionnaire was not received. (B)(4).